Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead exhibited high out of range pacing impedances, noise and oversensing. It was suggested to try to reproduce the issue with isometrics and pocket manipulation to determine the root cause. There is no indication of intervention.

Manufacturer narrative:
Additional information was received from boston scientific mentioning that several years after initial complaint the pacing impedance continued being high, out of range. The lead had been reprogrammed around polarity. A possible lead fracture was suggested. Furthermore, there was pacing inhibition and false atrial tachy response events during the noise oversensing, but the patient has intrinsic rhythm coming through. The system remains in service and the plan is to continue monitoring. No adverse patient effects were reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.